Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 38 mg/dl; cause was unknown. The customer went to the emergency room, but left before any treatment was provided. Reportedly the customer could not recall whether or not the pump was being used at the time of low bg event. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.